Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). No malfunction related to the reported issue was found on the device. The reported issue was confirmed during evaluation of the provided problem description, log files and service report.

Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #:(B)(4).